Event description:
It was reported the patient presented to ER due to feeling a strange sensation in the chest. Upon interrogation of the device, p-wave oversensing was observed resulting in the inhibition of ventricular pacing. Programming changes were made which resolved the issue. However, the patient was pacemaker dependent, and when fluoroscopy revealed externalized conductors, it was decided to explant and replace the lead. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.